Event description:
A report was received that the patient had experienced loss of stimulation coverage of desired areas. The patient was scheduled for a revision procedure to replace her old paddle lead with a new paddle lead because the patient had a fall and the leads had migrated. When the patient woke up after the procedure, it was discovered that the patient had an epidural hematoma. The patient reported that she can no longer move her leg. The patient was immediately brought back in and all portions of the device, including the ipg and paddle lead, were explanted.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient had experienced loss of stimulation coverage of desired areas. The patient was scheduled for a revision procedure to replace her old paddle lead with a new paddle lead because the patient had a fall and the leads had migrated. When the patient woke up after the procedure, it was discovered that the patient had an epidural hematoma. The patient reported that she can no longer move her leg. The patient was immediately brought back in and all portions of the device, including the ipg and paddle lead, were explanted.